Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter adapter. The customer reports that the venous connection (blue) of the catheter had a material defect and a hair crack. The catheter had to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.